Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the screwdriver tip broke off during the case. The case successfully completed with a 2-minute delay. Another same size screwdriver was used to complete the case. All debris removed from the patient. No report of injury. The driver was discarded at the hospital. Attempts have been made and no further information has been provided.